Event description:
The pt reported, that their devices were removed due to an infection. No add'l info was provided with this initial report. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
.